Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record (DHR) was unable to be reviewed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of the device.

Event description:
Related manufacturing ref: 3005334138-2019-00600, 2182269-2019-00194. During an atrial fibrillation procedure, a pericardial effusion occurred. When isolating the pulmonary veins, the impedance readings were high around 160 ohms. A second grounding pad was placed on the patient and the impedance decreased to 95 - 110 ohms. 15 ablations were carried out near the antrum of left superior pulmonary vein, posterior wall and roof when an impedance limit cutoff error message was observed and noise was observed on the distal electrode on the mapping and recording systems. The catheter was replaced. While prepping the second catheter, the patient became hypotensive. Intracardiac ultrasound revealed a small pericardial effusion. The patient stabilized and no intervention was needed for the effusion. The procedure was discontinued.